Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is deceased as of (B)(6) 2014. It was also reported that customer was wearing pump at the time of death. Insulin pump will be returned to manufacture for full examination and analysis to determine cause of death. Nothing further was reported.